Event description:
The customer reported there was a "speaker fault" error message as well as no audio on the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported there was a "speaker fault" error message as well as no audio on the monitor. No pt harm was reported. Phillips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.